Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of axios stent partially deployed.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the bile duct during an endoscopic ultrasound (eus) with stent placement procedure performed on (B)(6) 2024. During the procedure, the second flange of two different axios stents would not release. The procedure was completed with a 10x10 axios stent. There were no reported patient complications, and the patient was doing well.